Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. The review of system log file showed software error in the suite pc. Upon troubleshooting, the fse identified that the system did not boot up completely. To resolve the issue, the fse reloaded the suite pc software and restored the backup, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.